Event description:
The customer contact reported no flow. The soluset was to be used to deliver an unspecified amount of d5.25ns. It was reported that after the soluset was primed and was connected to the patient's IV access, the fluid would not flow. The customer contact reported the soluset and the IV access were discontinued. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.